Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unexpected data error occurred and showing database error message. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an unexpected data error indicating that cannot open database error. The technical support specialist (tss) contacted the customer to confirm the device and received access. Upon dialing into the station, it was found stuck on a bluescreen, prompting a reboot. The tss logged in as carefusion admin the database was in suspect mode and could not be backed up. The tss changed the status to recovery, but backup remained unsuccessful. The tss ran an ade (automated data extraction) report, attempted to repair med application, and tried synchronizing the backup to the server, but errors persisted. Eventually, the tss dropped the database, synchronized it to the server, and confirmed with the customer that the station was restored. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unexpected data error occurred and showing database error message. There were no adverse events or injuries reported due to this event.